Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. Reportedly, the customer would close the occlusion notification, physically blow out the air bubbles in the luer lock, re-connect the infusion set tubing and resume insulin deliveries. The customer¿s blood glucose (bg) level was not impacted. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.